Manufacturer narrative:
The peritoneal inflammation occurred on an unspecified date in sep 2022. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritoneal inflammation. The breach in aseptic technique was not further described. The patient was treated with gentamicin (intraperitoneal) and cephalosporin (intraperitoneal) for the event. Patient hospitalization and outcome were not reported. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.